Event description:
It was reported that a cartridge alarm occurred. Customer reverted to manual injections for insulin therapy. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address bg.